Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level in the 400's mg/dl. The customer received a third party assistance from their wife, who administered a correction injection to address the bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.